Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose was 508 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of low blood glucose event. Auto mode feature was not activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.